Event description:
It was reported via phone call that customer experienced high blood glucose level. Customer's blood glucose value was 25.7 mmol/l at the time of the incident. Another blood glucose level was 19 mmol/l. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as vomiting. The customer was treated with manual injection. It was not confirmed whether the auto mode feature was active at time of high blood glucose event. The customer was admitted into hospital as a result of high blood glucose. Customer did not allege insulin pump was under delivering. Customer reported that the insulin pump had bent cannula and cosmetic damage. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for alleged cosmetic damage located at the battery compartment and high blood glucose found on (B)(6) 2022. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), cracked retainer, label damage (stained, faded), stained keypad overlay, pillowing keypad overlay, corroded battery tube. Cosmetic damage was confirmed at the battery compartment. The insulin pump did not meet specifications due to corroded battery tube. Other cosmetic damage was noted. Device passed full dry test. Unable to confirm high blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.